Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to a packaging issue. The issue has been previously confirmed. A corrective action has been initiated in order to implement actions and to avoid the recurrence of this type of event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that before surgery, the doctor opened the bone cement and found that the powder was leaking out and the aseptic packing bag was not sealed.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before surgery, the doctor opened the bone cement and found that the powder was leaking out and the aseptic packing bag was not sealed.